Event description:
The hcp reported the pt had been experiencing a burning sensation, whole body shaking, and stiffness. The "episodes were transient, self-limiting, and subsequently resolved." The hcp decreased the concentration of bupivicaine, but he is unsure if these episodes are related to the intrathecal therapy. No other device troubleshooting was done. The pt is reported to have recovered without sequela.